Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs). It was reported that the patient had the device moved a year ago because the device never helped him. Patient stated he was "on a lot of stuff" at this time and the device never helped his pain by 50% or greater. Patient stated the device helped to a point, but when he increased stim he became uncomfortable; "felt like my body was asleep", so had device removed. Patient mentioned he was "clean now". No further complications were reported/anticipated.